Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and d5. Please see updates to b5, d5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e218 and e216 were caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors, handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system as below: [inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the scope failure (e218), as well as the e216 (scope communication error) which was found during the device evaluation.

Event description:
Company representative sent a repair request reported with an issue of "scope failure (e218), scope error". There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found damage on charge couple device (ccd) unit and corrosion on video plug. Due to damage an error e218 (scope malfunction error) occurred. The reported issue of error e218 was confirmed. Furthermore, evaluation found due to corrosion on video plug , an error e216 (scope communication error) occurred, device exhibited electrical continuity due to water invasion inside the scope. Additionally, the following defects were identified during device inspection: adhesive connection inspection found the deterioration or breakage of the adhesive (chemical stress / physical stress) . The adhesive on a-rubber has a chip. Video connector has a crack . Due to wear of angle wire, bending angle in up direction does not meet the standard value. The angle wire became longer than normal scratch observed on grip, rl plate , light guide cover, light guide connector, video case connector and control unit with damage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained in b5 and h10.

Event description:
Additional information was received which confirmed the scope failure (e218) and e216 (scope communication error) were found during the device evaluation.